Event description:
It was reported that an impactor and reamer were fractured during a procedure. All fragmented pieces were retrieved and the procedure was completely using additional instrumentation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10: compr rvs gleno 2-prng ins/imp cat# 110028879 lot# 481460. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: a2: dob. The following sections were updated: b4, b5, d4, g3, g6, h2, h3, h4, h6, h10, h11 visual examination of the returned product identified the reamer exhibits signs of use (nicks, gouges) and confirmed is fractured, all pieces returned. Performed dimensional analysis results within specification. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed as product was returned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.